Manufacturer narrative:
Additional information: d10, h3 plant investigation: the device was returned to the manufacturer for physical evaluation. A records review and device history record (DHR) were not performed on the reported serial number. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review and device history record (DHR) were not performed on the reported serial number. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the floor that came in contact with the cable of the modem (serial number:19947053). The patient stated that they saw sparks coming from the modem. The damage was caused by the fluid leak on the floor. The reported issue is not a result of a modem malfunction and the modem performed as intended. A new modem was issued to the patient. Upon follow up, the pdrn stated that the damage was caused by fluid leak from the drain bag. The pdrn stated that the drain bag had a tear in it. The pdrn stated that the patient had stepped on the drain bag caused the tear. The pdrn stated that the spark from the modem occurred during treatment. There was no fluid leak on the cycler. The pdrn stated that there weren¿t any pictures available. The modem was returned to the manufacturer for physical evaluation. The patient received a new modem. The patient was able to complete treatment on the cycler and is continuing pd therapy. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the drain bag was discarded.